Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 463457/481157, model/catalog description: linear st lead kit 70 cm. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had difficulty and frequently charging the ipg. It was also noded that the patient was not getting adequate coverage. The patient underwent an explant procedure. No further information could be obtained.